Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02357. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a gynecological procedure in (B)(6) 2007 for stress urinary incontinence, stage two rectocele, and stage one cystocele and pelvic floor repair mesh was implanted. The pt experienced intermittent vaginal pain for the past two years, a mild degree of urinary urgency, frequency, and occasional leakage following a strong urge to void. The pt received very little warning before experiencing an urge to urinate. On exam, the mesh was palpable below the mucosal surface in the proximal 1/3 of the posterior vaginal wall. Pain was noted along the mesh surface and was most acute along the mesh arms bilaterally. The pt underwent surgery to have removal of the vaginal mesh, cystoscopy, and posterior colporrhaphy.